Event description:
The customer obtained lower than expected vitros tsh results from two proficiency fluids processed on a vitros 5600 integrated system. Sample 1 vitros tsh: 4.02 miu/l vs. Target value of 6.679 miu/l. Sample 2 vitros tsh: 10.5 miu/l vs. Target value of 17.905 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient sample results being affected or reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that two lower than expected vitros tsh proficiency fluid results were obtained when tested on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined, however, a unexpected instrument and reagent issue cannot be ruled out as contributing factors. There is no evidence to suggest a sample related issue contributed to the event. A definitive assignable cause could not be determined.